Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one indentations/burr on the edge of the distal pulley. There were no pieces missing. Grip cables/other components adjacent to this indented pulley do not show damage. No broken components found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the 8mm force bipolar instrument broke at the joint while attempting to move the uterus to the opposite side. As a result, the instrument tip was closed and removed intact by the surgeon, after which, a new instrument was obtained for completion of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported event was maintained to have occurred on 10/09/2024. The customer clarified that the force bipolar instrument had a dislodged jaw/hinge, and per the surgeon, the instrument "broke" at the hinge during the procedure. The instrument was not stuck on tissue when the event occurred and there was no adverse effect to the grasped tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.